Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated with glucose tablets and "some cream".

Manufacturer narrative:
Updated annex f coding and b2